Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was dilated for several times. When pressure was applied above 8atm midway, the pressure would not increase. It was considered that the balloon was ruptured. The device was removed with the usual method without any problem. It was then confirmed that three pinhole was noted. Since dilation of the lesion was completed, an additional device was not use, and the procedure was completed after imaging. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was dilated for several times. When pressure was applied above 8atm midway, the pressure would not increase. It was considered that the balloon was ruptured. The device was removed with the usual method without any problem. It was then confirmed that three pinhole was noted. Since dilation of the lesion was completed, an additional device was not use, and the procedure was completed after imaging. No complications were reported, and patient was good post procedure.